Event description:
It was reported that there was a loss of capture noted within approximately one month after the implant of the right atrial lead and a lead dislodgment was suspected. The lead was inactivated through programming. The patient was reported to have been enrolled in the minerva post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).